Event description:
Medtronic received information regarding a navigation system. It was reported that the spheres were not recognized by navigation. The incident took place in the neurosurgery unit. It was confirmed that the allegation of "spheres not recognized" was related to verification of the spheres. There was no clinical consequence. Delay in surgery and patient impact were not provided.

Manufacturer narrative:
H3, h6: the spheres were received by the manufacturer for analysis. The spheres appear to be scuffed and display a high geometry error when attached to a known good probe. B01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.